Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. A hospital-wide power failure occurred during a tornado watch. Upon power restoration, alaris IV pumps reported connectivity issues. The pumps displayed a red alarm with only one option: ¿system off.¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. The pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. Both pumps were connected to red outlets and should have remained operational on battery power. The same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. After restarting, previous settings were again unrecoverable.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a25. Annex b: b01, b14. Annex c: c19. Annex d: d14. Annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported "unexpected pump shutdown" event could not be confirmed through review of logs and laboratory tests. Functional testing was conducted using a power cycler device to replicate the reported issue. The device was programmed to infuse at a rate of 20 ml/hr with a vtbi of 600 ml, despite 24 hours of continuous testing, the reported issue could not be reproduced. The suspect pcu passed all the pm (preventive maintenance) tests in alaris system maintenance (asm v12.5.0). Battery conditioning test results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 3968 mah. The capacity was noted between 3700 mah and 3999 mah which is within specification. Laboratory results from the iui failure product analysis procedure determined the suspect pcu was working as intended. An examination of the right (male) and left (female) iui connectors, with the use of enhanced magnification did not identify the presence of corrosion on the connector pins that could interfere with the contact area of the pins. A review of the error logs from the suspected pcu for the date mentioned by the facility (18jun2025) was conducted, and no errors, alarms, or malfunctions were found that could have contributed to the reported event. The suspect pcu battery log showed the unit plugged into ac voltage from (B)(6) 2025, with a full charge during that period. The pcu event log showed that four modules were connected and infusing at the date of the event as listed below: concomitant pump module s/n (B)(6) with a rate of 0.42ml/hr and a volume to be infused (vtbi) of 42.64ml. Concomitant pump module s/n (B)(6) with a rate of 11.6ml/hr and a vtbi of 129.74ml. Concomitant syringe module s/n (B)(6) with a rate of 0.21ml/hr and a vtbi of 40.66ml. Concomitant pump module s/n (B)(6) with a rate of 1.75ml/hr and a vtbi of 42ml. The primary volume infused (pvi) of every module was cleared approximately every hour. The event logs do not show any channel or the main system powering down during the day of the reported event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect pcu s/n: (B)(6) (w/o: (B)(4)) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.